Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited pace impedance greater than 2,000 ohms, as well as noise and high pacing thresholds. The ra lead was explanted and a new lead was successfully implanted. No additional adverse patient effects were reported.